Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and device expulsion ("essure coil had migrated to her uterus"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, back pain and device expulsion outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: coils were in proper position. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('cut hip to hip instead of vaginally due to device being lodged in uterus'), device expulsion ('essure coil had migrated to her uterus/migration of essure device location of device: uterus/ expulsion of essure device/essure device on left out of place extending into uterine cavity'), pelvic pain ('pelvic pains') and genital haemorrhage ('heavy bleeding/ abnormal bleeding(general)') in a 35-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and uterine bleeding. Concomitant products included cefixime (flexeril) since 2009 and cetirizine hydrochloride (zyrtec allergy) for back pain as well as alprazolam, cyclobenzaprine, fentanyl citrate (narco) since 2009, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen and paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced crying ("hormonal changes describe: constant crying"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/ pain:lower abdomen"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding( vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding( vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, pelvic pain, back pain, crying and migraine outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, crying, device expulsion, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported as (B)(6) 2012, now in current pfs, it was reported as :(B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: coils were in proper position; in december 2013: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: device expulsion most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr was received. Reporter's information was added. Patient's demographics was added. Date of removal was updated. Added event cut hip to hip instead of vaginally due to device being lodged in uterus, constant crying, abnormal bleeding vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, hair loss. Updated outcome of events. Event onset date was added. Concomitant condition, concomitant drugs was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.